Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains impanted in the patient; however, the delivery pusher is availalbe but has not been received. At this time, the alleged product issue cannot be confirmed. If the pusher or additional information is received, mvi will submit a supplemental report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil was used for a lung arteriovenous malformation (avm). While the coil was being filled in the aneurysm, the coil behaved as if some coil was coming out from the distal part. When the physician pulled the coil to check if the protruding coil was the one that was being filled, the coil concerned was stretched since the tip of the coil was entangled in the coils inside the aneurysm. The coil was attempted to be removed using a snare. During removal, the coil broke off in the middle. The coil was held using a microcatheter and a guidewire and was implanted together in the place where the other coils were implanted. Angiography was performed to check for problems in the embolization and the implanted coils. The physician determined that there was no problem and the procedure was successfully completed. No patient impact reported.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The implant was returned severely stretched/damaged, which is consistent with using a snare device to retrieve it as indicated in the complaint. The investigation found the pusher's monofilament with a stretched tail shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.